Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site complaint history review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09 // ln: l90200907-0201 // sn: (B)(4) , (1) sureform 60 green reload: 48360g, and (5) sureform 60 blue reloads: 48360b were recorded in this procedure. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against those instruments. An isi advanced failure analysis (afa) engineer conducted a stapler log review and results were as follows: logs show sureform stapler pn 480460-09 // lot l90200907-0201 fired 6 reloads (1 green followed by 5 blue). All firings were completed per the logs. Firings 2 and 3 had pauses for compression, the rest had no pauses. There were no incomplete clamps by this instrument. Based on the information provided at this time, this complaint is reportable due to the following: while the surgeon alleged an unspecified post-operative staple line bleeding was related to use of a sureform stapler instrument, there is no information provided that meets the criteria of a reportable malfunction. It was reported that the patient experienced post-operative complications yet, at this time, there is insufficient information provided to determine that a sureform instrument or reload malfunctioned in a way that could contribute to an adverse event if it were to recur. Further, placement of a clip, suture, staple, or other intervention to control incidental bleeding following application of a non-vascular reload (e.g. Blue, green, black) is not considered ¿medical intervention to preclude permanent impairment¿. However, it was reported that there was a post-operative staple line bleeding that required unknown measures to stop the bleeding. At this time, the root cause of the reported issue, additional event detail, and severity of the post-operative complication(s) are unknown.

Event description:
It was initially reported that after a da vinci-assisted sleeve gastrectomy procedure completed on (B)(6) 2021, the patient experienced post-operative bleeding ¿along the staple line¿ on an unspecified date. Unspecified post-operative tests were performed but results were unknown. It was reported that ¿no reoperation was needed¿ it is unknown what medical intervention, if any, was required to resolve the post-operative complication. The patient¿s current status was reported as ¿in good health¿. It was reported that the surgeon believes that ¿instrument pn 480406 stapler 60¿ caused the post-operative complication. On 06-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that, ¿nothing went wrong and there was no misfire¿ during the initial da vinci procedure. There was a report of post-operative bleeding but the bleeding resolved without additional surgical intervention yet it was unknown as to how the bleeding resolved. Refer to the report with patient identifier (B)(6) for the other event. Intuitive surgical, inc. (Isi) had reached out to the customer to obtain additional information but has not yet received a response.